Event description:
Information received regarding the explanted device notes microprocessor reset. The microprocessor was downloaded and interrogation was initially possible, but telemetry was sub- sequently lost and could not be re-established. The device was replaced. The patient was in atrial fibrillation.